Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (acute re-occlusion necessitating surgical intervention. ) evaluation conclusions: inherent risk of procedure ¿ (acute re-occlusion necessitating surgical intervention). (B)(4).

Event description:
The previously reported event of thrombotic occlusion of the femoro-popliteal bypass on the right limb approximately 17 months post the index procedure is reported to be resolved.

Event description:
Two admiral xtreme pta balloon catheters and one pacific plus pta balloon catheter were used to treat the right sfa due to claudication. Approximately 5 months later re-occlusion of the right sfa and popliteal was reported. This was treated with surgical intervention in the form of a femoro-popliteal bypass. Outcome is reported as resolved.

Manufacturer narrative:
Codes corrected.

Manufacturer narrative:
Inherent risk of procedure (occlusion) (B)(4).

Event description:
Approximately 17 months post the index procedure the patient suffered thrombotic occlusion of the femoro-popliteal bypass on the right leg (target limb) which was treated with a right posterior tibial femoral bypass. The investigator assessed that the event was not related to the study device.

Event description:
The clinical events committee adjudicated that the previously reported subocclusion of the right sfa and popliteal which occured 12 months post index procedure was related to the study device and was not related to the study procedure.